Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received high voltage therapy for atrial fibrillation (af) with rapid ventricular response that was detected by the device as a ventricular arrhythmia. The cardiac resynchronization therapy defibrillator remains in use. No further patient complications have been reported as a result of this event.